Manufacturer narrative:
The incident was received from the FDA. A voluntary report was received from a facility. The reporter requested to remain confidential. There is insufficient information in the report for an investigation, and no way to contact the reporter for additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intravenous therapy to bedside to place new PICC to replace current line with suspected break, once PICC line successfully placed. Central intensive care unit's nurse practitioner discharged right arm PICC and obvious large fracture identified.

Manufacturer narrative:
The incident was received from the FDA. They received a voluntary report from a facility. The reporter requested to remain confidential. There is insufficient information in the report for an investigation, and no way to contact the reporter for additional information. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.